Manufacturer narrative:
The service engineer (se) inspected the device, the se found a oxygen flow out of range error message and found the oxygen flow sensor was defective. The customer was provided a quote and price for the repair/service of the device. Additional information was received that there was no patient involvement during the reported event.

Event description:
The customer reported that the ventilator was "getting over volume during the case". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator was "getting over volume during the case". There was no patient harm reported. The event date was not specified; estimate used.